Event description:
It was reported that the patient experienced non-device related medical issues and required to undergo several MRI scans in 2016 and in 2017. In (B)(6) 2018, the patient underwent another MRI and experienced persistent pain at the magnet site. In (B)(6) 2018 the patient experienced inflammation. Subsequently, the magnet was explanted (date not reported). It is unknown if the patient will be reimplanted as of the date of this report.